Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would immediately power off when it was powered on, that the unit would light up but then power off. The battery was replaced multiple times but the situation did not resolve. The generator was returned for service. It was indicated that there was no patient involvement.

Event description:
It was reported that the external pulse generator would immediately power off when it was powered on, that the unit would light up but then power off. The battery was replaced multiple times but the situation did not resolve. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator immediately powered itself off when it was turned on and it was attributed to the interconnect flex being intermittent and therefore the interconnect flex was replaced. Analysis also found the upper and lower cases and one side bail cover broken and that one side bail cover and the ring cover were contaminated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.